Event description:
It was reported to philips that the system was unable to trigger x-rays and perform acquisition, impacting imaging. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure which was delayed about 30 minutes and completed after restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to trigger x-rays. Analysis of the log file revealed multiple image detector collision reports, but none indicated an "inability to produce x-ray." During troubleshooting, the fse identified an issue related to detector rotation, which was followed by the inability to produce x-rays. To resolve the problem, the fse performed detector and collimator rotation position and current calibrations. The detector and collimator were confirmed to rotate together as designed. The fse also observed that automatic detector rotation was not active and subsequently enabled it for the table-side control. After these actions, the system was restored to normal operation and returned to use in good working condition. The codes were updated based on the investigation outcome.